Manufacturer narrative:
(B)(4). Device manufacture dates: february 8, 2013 - february 12, 2013. The device was returned for evaluation. A function flow rate test identified the flow rate to be within the specification range for this product. The initial evaluation did not confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multi-rate infusor under-infused. This occurred during a patient infusion of ropivacaine hydrochloride hydrate, fentanyl citrate, and droperidol. There was no patient injury or medical intervention associated with this event. No additional information is available.